Manufacturer narrative:
Device evaluated by MFR.: synergy us, mr, 3.0 x 12mm stent delivery system was returned. A visual examination of the crimped stent found the first and second proximal struts were damaged appeared stretched/expanded, the first strut was also lifted on one side. The undamaged distal crimped stent od (outer diameter) was measured and is within specification. The review of the associated batch records for this device showed that at the time of manufacture; the maximum crimped stent profile measured within specification. A review of the batch records for the stent crimp force and the crimp temperature for the device all meet the specification. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling and prepping of the device during preparation and removal of the stent protector. A visual examination found that the balloon wings appeared tightly folded and no issues noted. A visual and tactile examination found hypotube kinks along the catheter length, this type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip edge. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy ii stent was selected to treat the lesion. The stent was opened and prepared with the syringe and hooked up to an inflation device. Negative pressure was applied and upon removing the stent protector, resistance was felt and it was noted that parts of the stent struts were flared. During preparation the balloon may have accidentally been inflated resulting in the reason for the encountered resistance. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy ii stent was selected to treat the lesion. The stent was opened and prepared with the syringe and hooked up to an inflation device. Negative pressure was applied and upon removing the stent protector, resistance was felt and it was noted that parts of the stent struts were flared. During preparation the balloon may have accidentally been inflated resulting in the reason for the encountered resistance. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.